Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported he will be getting ins replacement. Patient stated he need an MRI the back and controller show head only and he like to know if he is able to have back MRI. Patient reported he didn't have the stimulator on for a long time, a lot of months. Patient stated the implant seem to giving more pain than stimulation and mdt tech did adjustment further down to the back few weeks ago and its helping. Patient stated the ins battery only last for two days. Patient stated this year he fell on his back in his bathroom on a slippery mat and hit the ins and the ins sticks out. Patient stated they told he they can put a paddle closer to the spine so it don't stick out much. Patient stated he don't have body fat. Patient stated he don't think it was in the right spot and hard time hitting the lumbar. Patient stated his tech is on sick leaf. The reason for call. Patient stated the controller show head only MRI eligible. Patient stated he had the entire body done before because he put the device in MRI mode. Ps reviewed meaning of information on the controller screen.